Manufacturer narrative:
The device manufacture date provided in the initial report was found to be incorrect; the corrected date is provided in this follow-up report.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse found a leak from the probe. He observed that the leak would occur after a startup and at the end of a shutdown. The fse found that the filter for the diluent fill line to the reservoir was causing a buildup in pressure which attributed to the leak. The fse was able to confirm that the diluent filters had been changed according to the customers preventative maintenance scheduled and that this was not an issue of operator use error. He replaced the faulty filters located on the right door which resolved the leak and the instrument ran without leaks and all repairs were verified per established procedure. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a diluent reagent leak of approximately 10ml from a coulter act diff analyzer. The leak was not contained within the instrument. The customer was rebooting system when the leak was observed. There were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.